Event description:
Philips received a complaint on the v60 ventilator indicating that the device was reporting errors. In a good faith effort (gfe) response received on (B)(6) 2023, the authorized service personnel (asp) clarified that the device error being displayed was that the oxygen inlet pressure was low. The user adjusted the oxygen supply system inside the hospital and the equipment returned to normal. No parts were replaced to resolve the issue. The asp also stated that the device was out of use, at the time the issue was found. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17894.